Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. Additional information received which indicated that this lead is chronic for almost 29 years and that likely contributed to the increasing thresholds. This intermedic unipolar lead is currently in the patient on the left side. This lead was surgically abandoned and replaced with a newly implanted lead on the right side. No additional adverse patient effects were reported.